Event description:
It was reported that the luer lock connection became disconnected. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer reconnected the tubing and resumed insulin delivery.